Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the separation of the hypotube/hub was confirmed via returned device analysis. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that could have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: 190 choice pt. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the subject presented emergently and was determined to have a totally occluded circumflex artery. A non-abbott aspiration catheter was used to remove the clot and establish flow in the vessel and locate the lesion. A non-abbott guide wire was positioned in the circumflex artery and direct stenting with the 3.5 x 15 mm xience xpedition stent at 10 atmosphere (atm) for 25 seconds was performed. Under angiography the stent/balloon did not appear fully inflated and opposed to the vessel wall. While attempting to inflate the balloon it was noted that the balloon would not hold pressure; the connections were checked and a leak at the stent delivery system (sds) shaft and the hub was noted. The hub separated at the shaft hypotube. The device was removed and post-dilatation was completed using a 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) and a 3.75 x 15 nc trek bdc with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.